Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: the needle did not fall into the body during the operation. What is the lot number? =>no further information is available. What is the current condition of the patient? No further information is available. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare¿, active ingredient(s) triclosan, dosage form suture/solid/parenteral, strength = 2360 g/m.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the suture was detached from the needle during continuous suturing on the vaginal stump. It was not a control release needle. There were no patient consequences reported. Additional information was requested.